Event description:
Additional information was received indicating loss of capture was noted on the right ventricular (rv) lead due to the dislodgement resulting in the patient experiencing arrhythmia and fatigue. A revision procedure was performed and the rv lead was successfully repositioned to resolve the event.

Event description:
It was reported that the patient experienced fatigue. Diagnostic imaging was performed and dislodgement of the right ventricular (rv) lead was observed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.